Event description:
It was reported that the customer had a crack on his insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that the cracks were found by the led of the battery. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: unit received with scratched lcd window, cracked reservoir tube lip, and broken battery tube threads.